Manufacturer narrative:
MFR ref no.: (B)(4). The device was evaluated by baxter. The evaluation experienced a door not fully latched message, corresponding with the reported symptom of "close dorr message, when the door is closed". The evaluation found the door able to latch close with a loaded IV set, however force required to secure door is above expected levels, and if not applied, the unit will alarm door not fully latched. This is caused by the door hooks being out of adjustment. The door hooks and latch pins will be replaced.

Event description:
The customer reported that the spectrum pump displayed a closed door alarm even when the door is closed. No pt injury was reported. No further info was provided.